Event description:
This lead was implanted on (B)(6) 2005 and the atrial portion was capped on (B)(6) 2011 due to sensing issues and high thresholds. The procedure took place at (B)(6) medical center with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).